Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the lights were flashing on the device. No adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 07/23/2008. (Insufficient drive of disposable): conclusion: the actual device involved in this event was returned for evaluation. A disposable hand piece was attached to unit with no difficulty. The blade rotated in both directions and at all speed levels. The motor drive never stopped and the lights did not flash. Also, the 24vdc output was checked, a stall test was performed, and an internal investigation found no problems. All tests confirmed the unit's proper operation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.